Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had not administer the full volume of antibiotic during unspecified process step. It was stated during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: the event occurred during therapy in the general patient ward. The nurse observed that after one hour there was 1/4 of the liquid in the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available. H10: the device was received for evaluation. During functional testing, the reported issue could not be reproduced. Flow rate accuracy testing was performed and no issues were noted. A review of the event history log revealed delivery rate messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.